Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and cartridge pigtail. Tandem technical support assisted the customer with removing all air; however, customer chose to change out the infusion set. Insulin delivery was resumed. Customer's blood glucose (bg) was 300 mg/dl and a bolus was delivered to address bg.